Event description:
It was reported that there was an error code 42221. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. Found dso seal delaminating, replaced dso seal. Found uso seal separating, replaced uso seal. Found dso seal delaminating, replaced dso seal. Found uso seal separating, replaced uso seal.